Manufacturer narrative:
Correction: the correct date of awareness is may 04, 2023 not may 05, 2023 as previous reported. This report is submitted on july 04, 2023.

Event description:
Per the clinic, the device was explanted on (B)(6) 2022. There are no plans to reimplant the patient with a new device as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
This report is submitted on may 31, 2023.